Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly the patient stated that he does have some pain across the anterior superior knee primarily with walking. He states it has always hurt. He denies any swelling.